Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was an error and since than when data is uploaded, not all data uploads. No additional event or patient information is available. The device has been received. Investigation is not yet complete. The data was provided. The reported event of an error message appearing and not all data uploading could not be confirmed. A follow-up will be submitted upon completion of device analysis.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The customer complaint was not confirmed. A root cause could not be determined.